Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the pump was returned with visible moisture behind the display lens and a cracked battery compartment. Evidence of moisture corrosion was found on the battery cap and in the battery compartment. The pump failed a leak test at the battery compartment. The pump was unable to power on during testing. The pump cover was removed and evidence of internal moisture was present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that after the pump had been exposed to water, the display had evidence of moisture ingress. The pump then emitted an alarm which reportedly could not be read, and the pump was then unable to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.